Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you confirm that the entire device has been accounted? Can you confirm no pieces fell into the patient? Can you confirm all parts were removed? Can you describe the size and shape of the piece that was broken off? What type of instruments were exchanged through the trocar sleeve? Were any sharp instruments exchanged through the trocar sleeve? Are pictures of the device available? Was there any alleged deficiency of trocar sleeve? Was any surgical intervention required? What is the current patient status?

Event description:
It was reported that during a robotic case. After attaching robot, it was noticed that there was a plastic chip missing at the tip of the port. Broken off plastic piece was not found. Item was replaced with a new trocar sleeve. No apparent harm.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2022. Additional information was requested, and the following was obtained: can you confirm that the entire device has been accounted? Other than the small piece missing - yes. Can you confirm no pieces fell into the patient? No. Can you confirm all parts were removed? No. Can you describe the size and shape of the piece that was broken off? No. What type of instruments were exchanged through the trocar sleeve? Unknown. Were any sharp instruments exchanged through the trocar sleeve? Unknown. Are pictures of the device available? No. Was there any alleged deficiency of trocar sleeve? Unknown. Was any surgical intervention required? No. What is the current patient status? Discharged home ¿ unable to access records at this time.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2022. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb12lt device was received with the tip of the sleeve damaged melted. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices.